Manufacturer narrative:
Concomitant product: product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).

Event description:
The patient missed his pump refill appointment on (B)(6) 2015. As of (B)(6) 2015, the pump was alarming as the pump was empty. The patient had underdose symptoms. The patient was nauseous, anxious, sweating, and had diarrhea. The pump was refilled on (B)(6) 2015. The patient status was reported as "alive-no injury. " the patient was doing fine. The device system was delivering dilaudid and baclofen.